Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis replicated the customer reported complaint of ¿can't work¿. For clarification, the instrument was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Failure analysis found the primary failure of a blades- scratch/abrasive mark to be related to the customer reported complaint. Additional observation not reported was that the teflon pad was found with thermal damage. Melted marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the additional failure of teflon pad damage to not be related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted low colorectomy surgical procedure, the harmonic ace instrument could not work. The instrument was replaced, but the same issue was noted. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.